Event description:
The customer reported that after pipetting an hbsag plate on summit serial number, the tech observed bubbles in wells a2 through a6. No error was generated. No death or serious injury was associated with this complaint. Complaint number 00486361.